Manufacturer narrative:
Pharmacovigilance comments the serious event of ischemia at implant site was considered expected and possibly related to the treatment. Potential contributory factors include injection technique. The reporter has assessed the case to fulfill the seriousness criteria "condition necessitating medical intervention to prevent life-threatening illness/injury or permanent impairment of a body function/body structure". The manufacturer concurs with the reporter's assessment; the case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. The reporter has assessed the case to fulfill the seriousness criteria "condition necessitating medical intervention to prevent life-threatening illness/injury or permanent impairment of a body function/body structure". The manufacturer concurs with the reporter's assessment; the case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. The event is already addressed in the labeling. No corrective/preventive action is needed. Cases of ischemia following treatment with restylane perlane have previously been reported. The frequency of post market adverse event reporting is calculated on the estimated number of treatments performed with the restylane range of products. As stated in the instructions for use, the reporting frequency for ischemia is <1/10 000-1/50 000. Lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse which refers to a female patient. No information was provided about the patient's age, medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane perlane to the lateral cheek (lot, amount, needle and technique unknown) and experienced a vascular occlusion(implant site ischaemia). On an unknown date, an unknown amount of hyalase [hyaluronidase] was administered with good results. It was reported that there were no ongoing issues at this point. Outcome at the time of the report: vascular occlusion was recovered/resolved.